Event description:
An affiliate reported that when a physician attempted to fit an inflation device to that 3.5 x 18mm cypher select plus, the hub broke. There was no patient injury reported.

Manufacturer narrative:
Return of the product is anticipated, but has no yet occurred. Additional information will be submitted within 30 days of receipt.